Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl at the time of incident. Customer reported they treated high blood glucose with manual injection and was just calling to get a replacement for his serter device. Customer was advised to change entire set, reservoir and insulin and treat per hospital care practitioner. The devices will not be returned for analysis.